Manufacturer narrative:
Report source: foreign country: (B)(6). Please reference related report: 3012307300-2020-01866 for cadd infusion pump.

Event description:
Information was received indicating that during the change of a smiths medical cadd extension set used to deliver veletri, during the purge an occlusion alarm was triggered on the cadd infusion pump. It was reported that the set was positioned correctly and in the right direction. Per reporter it was reported that it was "visually noticed that the cadd set was not permeable." No adverse patient effects were reported.

Manufacturer narrative:
Additional information: h6, h10 device evaluation: one smiths medical cadd extension set was returned for analysis in a used condition. The returned sample was visually inspected under normal conditions of illumination and no discrepancies were detected. The returned sample was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality and occlusion was detected. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.